Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31580910l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported during an atrial tachycardia cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced cardiac block treated with temporary pacemaker implantation. In the atrial tachycardia procedure, mapping revealed focal at around the 2 o'clock position of the tricuspid annulus, and a:v (atrioventricular) conduction was 1:1. However, when the earliest excitation site was ablated, av conduction changed to 2:1 in about 5 seconds, and the ablation was stopped. Subsequently, the av conduction ratio remained unchanged with cardiac block, and the patient left the room with a temporary pacemaker implantation. The physician¿s assessment on health hazard was serious. Extension of hospitalization note. The method of cf (contact force) monitoring was real-time graph, dashboard, and vector. The tag coloring setting in visitag was tag index. No abnormalities observed prior/during use of the product. The physician¿s opinion on the cause of this adverse event was patient related issues. The intervention provided was a temporary pacemaker was implanted. The outcome of the adverse event was improved. The av conduction has recovered to 1:1.